Event description:
It was reported that the customer observed a leak in front of the alinity m system. The customer reported no one came into contact with the leak, and there were no injuries related to the leak. It was determined by an abbott field employee that the leak was the vapor barrier leaking from under the cradle. The leak did not extend passed the footprint of the instrument. It was reported that the customer was wearing full personal protective equipment (ppe) when they observed the leak. The field service engineer (fse) reported that the leak was contained inside the footprint of the instrument. However, this report will be conservatively filed as the leak was in front of the alinity m instrument.

Manufacturer narrative:
An elevated complaint investigation will be performed; a follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This investigation documented a customer report related to evb leaks that did not spread beyond the instrument's footprint due to a leak that resulted from a worn-out seal on the evb cradle on an alinity m system [ln: 08n53-02; sn: (B)(6)]. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: CAPA / non-conformance review: a CAPA review was performed and found no quality records related to evb leaks that did not spread beyond the instrument's footprint due to a leak that resulted from a worn-out seal on the evb cradle on an alinity m system [ln: 08n53-02] from the last two years of the entered date of the complaint under investigation. Complaint history review: the complaint history review did not identify any additional complaints related to evb leaks that did not spread beyond the instrument's footprint due to a leak that resulted from a worn-out seal on the evb cradle on an alinity m system [ln: 08n53-02] from the last two years of the entered date of the complaint under investigation. Based on the results of the investigation, a product deficiency has not been identified for the alinity m system [ln: 08n53-02; sn: (B)(6)].